Event description:
It was reported that the programmer exhibited electrocardiogram (ECG) noise. Several sets of cables were used, so the issue is suspected to be with the ECG port. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the programmer exhibited electrocardiogram (ECG) noise. Several sets of cables were used, so the issue is suspected to be with the ECG port. The programmer was returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, analysis revealed that the electrocardiogram (ECG) connector was loose. (B)(4).